Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient experienced inaccurate cgm readings approximately eight days after sensor insertion in the abdominal area. On (B)(6) 2025, the estimated glucose value (egv) was 79 mg/dl, prompting the patient to take a glucose tablet. A few minutes later, the egv decreased to 75 mg/dl. The patient attempted to eat but subsequently experienced lightheadedness, dizziness, and a syncopal episode, resulting in a fall and a broken toe. Emergency medical services were contacted. Upon paramedic arrival, the patient¿s blood glucose (bg) was measured at 40 mg/dl. The egv at that time was not available. The patient regained consciousness and was transported to the emergency department for evaluation of bradycardia. Treatment for hypoglycemia (bg 40 mg/dl) was not documented. The patient was hospitalized from (B)(6) 2025, during which time insulin was administered. There is no documentation of further medical evaluation or intervention related to the cgm inaccuracy or the syncopal event. At the time of the report, the patient was doing well. Of note, the patient uses beta bionic ilet pancreas system. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.